Manufacturer narrative:
This report is submitted on february 09, 2018.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2018.